Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "scan again in 10 minutes" message with the freestyle libre sensor, on the 4th day of wear. The caregiver was unable to monitor the customer's (child) glucose levels, and the customer subsequently experienced sweating and paleness. The customer had contact with a healthcare professional, and a healthcare meter reading of 30 mg/dl was obtained. The customer was diagnosed with hypoglycemia, and treated with glucose. There was no report of death or permanent injury associated with this event.